Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. It was reported that the pt's vessel morphology was non-tortuous with severe clacification. It was reported that the physician could not advance the 22fr sheath to the intended landing zone. The physician then angioplastied the iliac artery with three different balloons. The physician then attempted to advance the stent graft without a sheath, and was unable to get to the intended landing zone. The delivery catheter was removed. The physician inserted and implanted the iliac stent graft. It was reported that the physician then attempted to advance the bifurcated stent graft through the iliac stent graft. The bifurcated stent graft got stuck in the iliac stent graft. The physician then opened the pt's abdomen. The physician manually straightened the iliac artery with their hand and advanced the bifurcated stent graft to the intended landing zone. The bifurcated stent graft was successfully deployed. The physician then cannulated the gate and implanted another limb. No additional clinical sequelae were reported and the pt is reported to be fine.